Manufacturer narrative:
Other, other text: no product was returned. A photo of the device was however returned for analysis. There was no evidence to review in the device's event history log. A review of the device photo was performed and the reported issue was duplicated. The cause of the reported issue is currently being investigated. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D4: UDI (B)(4), email is: (B)(6).

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed check plunger sensor error. No adverse patient effects were reported by the customer.